Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with diagnostic cystoscopy and keyes punch biopsy of the vulvar skin at the change between normal and abnormal skin; due to vaginal vault prolapse status post hysterectomy, stress urinary incontinence with intrinsic sphincteric deficiency, presumed lichenoid dermatitis, and suspected lichen sclerosis of the vulva. It was reported that the patient experienced multiple complications, including erosion, bladder spasms, incontinence, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was reported that the patient underwent sur posterior colporrhaphy, repair of rectocele, and perineorrhaphy on (B)(6) 2010. In (B)(6) 2010, she had hchg complex cystometrogram. It was reported that the patient underwent graft revision on 10/06/2009 for a small, 0.5cm area of graft erosion/extrusion on the anterior vaginal wall. It was reported that the patient underwent a posterior repair with graft, mesh excision and vaginal wall revision, cystoscopy and repeat vulvar biopsy on (B)(6) 2010. It was reported that the patient underwent an excision of mesh with anterior colporrhaphy and revision of the vaginal wall mucosa using graft and cystoscopy on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.